Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm immediately. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. During visual inspection of the pump, it was observed that the battery compartment had three cracks. There was moisture observed inside the battery compartment and on the returned battery cap. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found. (B)(4).